Manufacturer narrative:
During the device evaluation, a sticky substance was found on the trigger assembly, which was identified as a probable cause of the device continue to run, as reported. Potential causes for the sticky substance found in the trigger assembly are cleaning habits by the user, such as improper draining.

Event description:
It was reported that during a surgical procedure at the user facility, the trigger of the device stuck, causing the device to continue running. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the trigger of the device stuck, causing the device to continue running. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.